Event description:
There was a high impedance reading. This was an intra-procedure failure. The ablation cable and rf cable were changed. The problem persisted. A new catheter was handed over and the problem was resolved. No harm came to this patient.